Event description:
It was reported that the patient fell. The patient called the clinic about feeling dizzy, shortness of breath, and fatigue. A remote transmission was sent through merlin.net. The patient was brought into the clinic for further evaluation. Upon device interrogation it was noted that the right ventricular lead exhibited r-wave amp variation, high capture threshold, and high pacing impedance. Chest x-ray confirmed that the lead was fractured. Programming changes were performed. The patient was then scheduled for a lead revision. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.

Event description:
New information received indicated that the patient experienced chest pain.